Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and found that the door and covers required adjustment. The door was adjusted and the issue was resolved. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system gantry door intermittently becomes stuck in the open position. It was also reported that when the door is able to be closed, a popping sound can be heard from the covers rubbing together. There was no patient present when this issue was identified.